Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that their vns pt had x-rays taken that showed a lead break. Reported the pt will be referred to a surgeon to have their vns system replaced. Good faith attempts are being made for additional details surrounding the reported event.